Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The description indicates that during operation, the system displayed a black screen on the monitor and is experiencing hard drive problems which resulted in aborted system. Our evaluation of the system revealed that a field service engineer was sent to the site, and the boot mode was successfully changed allowing for the system functionally test to pass. The severity is observed matches the anticipated complaint severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Trying to start a case and the robot went to reboot and select proper boot device. Need an fse for tomorrow's case with a new surgeon.